Event description:
The complainant reported that an impella cp pump began to experience flow saturation during patient support. Due to the noted issue, the pump was removed and a new impella cp was placed for ongoing support. There was no patient harm.

Manufacturer narrative:
The investigation into the saturated flow has been completed. Data logs confirmed saturated flow. Pump flowed at 3.6 l/min at p-7, which is outside the range of 2.9-3.3 l/min for this p-level. There were also suction and impella position in aorta alarms. Upon investigation of the pump, blood was observed within the purge line near the yellow luer. The purge line had yellow/orange discoloration near the 25 cm catheter mark by the motor, which is indicative of denatured blood since the product was returned 200 days following the complaint date. When run in the lab, saturated flow was reproduced and blood was expelled upon starting the pump. No other abnormalities were found. The root cause of the saturated flow was biomaterial as observed by blood ingress in the purge line.